Event description:
It was reported that during a follow-up interrogation, there were multiple episodes of ventricular over-sensing due to noise. Please note that it was reported that no device function occurred and no inappropriate therapies were received during the evaluation. The device remains implanted at this time, files from the programmer that was used were sent to the MFR for review.

Manufacturer narrative:
A response from the MFR is pending.